Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Event month and day unknown. Only year (2017) is known.

Event description:
It was reported that stickers were found on the device boxes that read expiration on 10/1/17. The customer was trying to clarify what the actual expiration date was, as the added sticker conveyed different information than the packaging. They were trying to determine if the product was expired or not. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). MDR decision: not reportable upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.